Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and associated fault ID, and no events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received information on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.